Event description:
A malfunction alarm was reported, identified as malf 0, prior to which no notable events were observed. There was an unknown or declined answer regarding whether the issue caused the customer¿s blood glucose level to exceed 500 mg/dl. The customer was assisted by technical support with pump reset information to address the malfunction. After the pump was reset, the malfunction did not recur, and the customer was advised to continue using the pump while monitoring for any additional malfunctions with instructions to contact technical support if issues persisted.